Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron clinical system gave a back to back error when he tried to calibrate the electrolytes. Customer reported that the modular chemistry (mc) sample probe was splashing liquid. Customer reported that a very small amount of fluid leaked. Customer reported that quality control ran before the incident was perfect. Bec customer technical support instructed the customer to perform alignment on the (mc) sample probe to confirm that the probe was sitting properly in the wash collar. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected the system and determined that the tubing fittings to the t-valve for both the modular chemistry and cartridge chemistry syringes were loose. The fse secured all fittings.

Manufacturer narrative:
(B)(4).